Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious patient harm or injury. After the second attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, and it has been returned for evaluation, but evaluation is not yet completed. The manufacturer is submitting an updated report at this time. After the completion of evaluation, a follow-up report will be filed. Evaluation method code grid, evaluation results code grid and conclusion code grid has been updated in this report. In box d: device avail for eval and date returned has been updated. In box e: occupation has been corrected in this report.